Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that during the procedure, the retention tab broke off of the set screw breakoff driver. There were no patient complications reported.

Manufacturer narrative:
Additional info: visual review confirms distal tab broken off on the shaft. The tab was not returned for investigation. The location of the fracture, relative to the proximity to the handle suggests possible unintentional bend stress overload during instrument usage. The above observations are consistent with bend stress overload.